Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A field service engineer (fse) inspected the drawer for damage and cut away any compromised cables after opening the rear panel. The drawer was exercised through repeated inventory cycles and multiple open-and-close operations. Hardware testing was also performed to validate drawer functionality, with all tests passing and no failures observed. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer failure occurred involving drawer 2.2. The customer reported that drawer 2.2 failed frequently, often in the middle of a case. Although the storage space could be recovered when the failure occurred, the drawer failed again shortly afterward. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.